Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0340529v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot# j0519679v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient was implanted for parkinson's and movement disorder. The health care provider (hcp) reported that the patient had a return of symptoms and did not have the ability to change stimulation because the patient did not have a patient programmer. The patient's parkinson's was reportedly "acting up". Additional information received reported that someone from the patient's hospice home found the patient programmer and checked both sides. One side was working fine and the other was at eos. The patient had return of symptoms starting on (B)(6) 2015 (sunday night). Additional information received from the health care professional reported that the patient felt that the ins's (implantable neurostimulators) were not working. The patient also thought he had increased pain in his neck, shoulders, and back. Additional information received from the health care professional reported that the eos was not confirmed but the patient's wife said that one battery failed.